Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device is unexpectedly powering off when pressing the charge button. As a result, defibrillation therapy may be delayed or unavailable, if needed.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's therapy pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the removed therapy pcb assembly and was unable to determine a further root cause for the reported issue.